Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station experience slow login. The technical support specialist (tss) dialed into the med es app server, retrieved ids logs, and confirmed no login attempts for the user, indicating the station¿s login request did not reach ids. Based on knowledge article medes & pases - customer network outage causes extended login delays and sme confirmation; the issue was likely due to a network outage. The tss accessed the station, reviewed the anesthesia debug logs, and verified that login slowness had been resolved. The customer was contacted, and they confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pyxis was slow on login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.